Event description:
The complainant reported a 62-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient had an unknown source of bleeding for which four units of packed red blood cells were required. At the time of the bleed, the patient's hemoglobin dropped from 9.4 to 6.5. The cause for the bleed could not be determined and impella support continued.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Upon further review of the provided information, it has been determined that there is currently no evidence or allegation of a causal relationship between the impella pump and the report of an unknown source of bleeding for which a blood transfusion was required. It was further documented that the access site was clean, dry, and intact, at the time of the noted event. As such, this case will be deemed not reportable. Should additional information become available to support an allegation or malfunction of the impella pump in lines with a reportable event, a supplemental report will be submitted.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01625 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
It was reported care was withdrawn, and the patient expired within 10 minutes of withdrawal of care. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.